Event description:
According to the reporter, post-operative a laparoscopic sleeve gastrectomy procedure, the staple line bled which was seen through the patient's catheter, which required a transfusion and extension of the patient's hospital stay for 2 more days. It was also reported the patient required medication due to the issue.

Manufacturer narrative:
D10 concomitant products: sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot#: n4c2102y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, post-operative a laparoscopic sleeve gastrectomy procedure, during clamp test, the two reloads cannot close completely. Moreover, the staple line bled more than 500cc which was seen thru the patient's catheter using the 60mm purple tri-staple reload, which required a transfusion and extension of the patient's hospital stay for 2 more days. It was also reported the the patient required medication due to the issue.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted one image of a staple line and tissue cavity. Blood could be seen pooling around the staple line. Staple formation could not be properly examined due to image quality. A grasping instrument was visible. The second image listed lot numbers for the following devices. The listed reload was not visible in the returned images. It was reported that there was a staple line bleeding. A potentially related device issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.